Event description:
Failed right medial unicompartmental knee replacement. On (B)(6) 2011 patient was operated on due to severe arthritis in the medial compartment of the right knee. After the procedure the patient was awakened , extubated and transferred to the recovery room in stable condition. On (B)(6) 2013 due to a failed right medial unicompartmental knee, the patient was re-operated on. After the trials were utilized the hole was made for the distal femoral stem. The device was locked into place. The patient was awakened, extubated and transferred to the recovery room in stable condition. Blood loss was minimal and there were no complications.